Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid/proximal left anterior descending (lad) coronary artery. A previously implanted stent was also present in the proximal lad. The 2.25x18 mm xience sierra stent delivery system (sds) could not cross to treat the lesion due to the anatomy and during removal there was resistance with the lesion and the previously implanted stent. While removing the sds from the anatomy, a dissection was caused. Another unspecified stent was attempted to be deployed to cover the dissection but was unsuccessful so the patient was sent to surgery. The final patient outcome is good. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance and difficult to remove could not be tested as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience sierra, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. The reported difficulties and subsequent treatments appear to be related to the circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.